Manufacturer narrative:
Additional information:

Event description:
Additional information: product used was juvéderm ultra xc. The packaged needle was also used. There were no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with a syringe of unspecified juvéderm ultra in the lips. While the needle was in the lip, upon starting to inject, the end of the screw area exploded and the needle was left in the patient's lips. All of the filler was lost as a result.